Event description:
It was reported to philips that the allura display screen suddenly failed. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during the preparation process and there was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that monitor was black and couldn¿t be used after restart. Upon functional testing fse checked the logfiles and found the ippc startup issue. To resolve the issue fse reinstalled the os and app. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during the preparation process and there was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that monitor was black and couldn¿t be used after restart. Upon functional testing fse checked the logfiles and found the ippc startup issue. To resolve the issue fse reinstalled the os and app. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, and the reporting institution name have been updated.